Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On october 14, olympus medical systems corp. (Omsc) received the literature "hemoperitoneum due to a ruptured right gastroepiploic artery following non-interventional endoscopic ultrasonography: a case report¿. The purpose of the literature was to report a case of hemorrhagic shock due to hemoperitoneum caused by a ruptured right gastroepiploic artery as an adverse event of non-interventional endoscopic ultrasonography (eus). In the literature, it was reported one case of hemorrhagic shock due to hemoperitoneum caused by a ruptured right gastroepiploic artery consequent. The summary is as follow. The eus-guided fine-needle aspiration biopsy (eus-fna) was performed through the gastric wall into the tail of the pancreas using a linear scanning ultrasound endoscope (gf-uct260; olympus) and a disposable 19-gauge needle (ez-shot 2; olympus). The patient underwent a repeat eus 4 months later without treatment. The subsequent observational eus was performed using gf-uct260 under conscious sedation and continuous monitoring of vital signs and using antithrombotic agent. When the user tried to examine the whole pancreas, the echoendoscope did not advance to the duodenum, meeting firm resistance at the pylorus possibly due to gastric ulcer scars. As a result, the examination took 48 minutes to echoendoscope withdrawal, which was longer than usual. The eus images via the gastric wall showed no remarkable changes. After recovering from sedation, the patient complained of epigastric pain. Ten minutes later, his blood pressure dropped to 70/40 mmhg, and he lost consciousness. Based on some examinations, hemorrhagic shock due to hemoperitoneum was suspected. CT images revealed a pseudoaneurysm and extravasation of the contrast agent with fluid collection in the greater omentum. Then, emergent angiography was performed. Celiac arteriography revealed bleeding from the right gastroepiploic artery. Subsequently, the right gastroepiploic artery was superselectively catheterized as distally as possible. Embolization with a 2-mm microcoil (non-olympus) was performed. Subsequent celiac and superior mesenteric arteriography showed no extravasation. The patient's vital signs were stabilized after the angiography. Postprocedural laboratory test results showed that his hemoglobin level had decreased to 4.8 g/dl. Therefore, the patient underwent transfusion with 16 units of blood. Two days later, CT images confirmed decreased fluid collection in the abdomen. The patient received a soft meal the next day and was discharged from the hospital 11 days after the procedure. The author also wrote, ¿we believe that two important lessons can be learned through our case. First, to prevent this adverse event, multiple attempts to advance an echoendoscope into the duodenum should be avoided when failing the first attempt. Since the echoendoscope (gf-uct260) is a forward-oblique viewing endoscope, scope advancement is a semi-blind maneuver. In addition, the echoendoscope is more rigid and thicker than forward viewing upper gastrointestinal endoscopes. These characteristics contribute to producing great pressure on the greater curvature of the stomach when advancing.¿ a relationship between the endoscopy and the complication was discussed in the literature. In addition, one case of hemorrhagic shock due to hemoperitoneum caused by a ruptured right gastroepiploic artery consequent required a transfusion and an emergent angiography was serious injury. This is the report regarding one case of hemorrhagic shock due to hemoperitoneum caused by a ruptured right gastroepiploic artery consequent required a transfusion and an emergent angiography.